Event description:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study (B)(6) (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A20055) inserted. The case describes the occurrence of abnormal uterine bleeding ('heavy bleeding aub') and uterine leiomyoma ('fibroids'). The subject's medical history included anemia. Concurrent conditions included overweight (bmi 26.7), uterine fibroid, adenomyosis and abnormal uterine bleeding. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2018, the subject experienced abnormal uterine bleeding (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant). The subject was treated with surgery (essure removal and laparoscopic total hysterectomy, bilateral salpingectomy with essure removal, cystoscopy). Fallopian tube occlusion insert was removed on (B)(6) 2020. On (B)(6) 2020, the abnormal uterine bleeding and uterine leiomyoma had resolved. The investigator considered uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The investigator considered abnormal uterine bleeding to be related to fallopian tube occlusion insert. The reporter commented: subject was somewhat satisfied with essure, and rated the comfort wearing it as good. Essure was in correct position and was intended removal due to medical reason (medically necessary) without vasoconstrictive agent, complete removal and intact in the left and right side. No follow up 6 months after essure removal is available. Essure removal was not primary reason for surgery but was performed secondary to gynecological surgery, specified as hysterectomy for abnormal uterine bleeding. Subject was lost to follow up from (B)(6) 2021, she did not complete study as confirmed by phone call, as response she gave no more risk of pregnancy after total hysterectomy. As per follow-up of 20-aug-2021, abnormal uterine bleeding was reported as possibly related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Ultrasound scan - on an unknown date: ultrasound was performed to localized the inserts prior to removal. Lot number: a20055, manufacture date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2021: stop date added for event fibroids, outcome updated from "unknown" to recovered, severity of event added, reconciliation comment updated, event abnormal uterine bleeding added as event (case now upgraded to serious incident). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 45-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A20055) inserted. The case describes the occurrence of abnormal uterine bleeding ('heavy bleeding aub') and uterine leiomyoma ('fibroids'). The subject's medical history included anemia. Concurrent conditions included overweight (bmi 26.7), uterine fibroid, adenomyosis and abnormal uterine bleeding. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2018, the subject experienced abnormal uterine bleeding (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant). The subject was treated with surgery (essure removal and laparoscopic total hysterectomy, bilateral salpingectomy with essure removal, cystoscopy). Fallopian tube occlusion insert was removed on (B)(6) 2020. On (B)(6) 2020, the abnormal uterine bleeding and uterine leiomyoma had resolved. The investigator considered uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The investigator considered abnormal uterine bleeding to be related to fallopian tube occlusion insert. The reporter commented: subject was somewhat satisfied with essure, and rated the comfort wearing it as good. Essure was in correct position and was intended removal due to medical reason (medically necessary) without vasoconstrictive agent, complete removal and intact in the left and right side. No follow up 6 months after essure removal is available. Essure removal was not primary reason for surgery but was performed secondary to gynecological surgery, specified as hysterectomy for abnormal uterine bleeding. Subject was lost to follow up from (B)(6) 2021, she did not complete study as confirmed by phone call, as response she gave no more risk of pregnancy after total hysterectomy. As per follow-up of (B)(6) 2021, abnormal uterine bleeding was reported as possibly related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Ultrasound scan - on an unknown date: ultrasound was performed to localized the inserts prior to removal. Lot number:a20055 manufacture date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 45-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 02-048) had fallopian tube occlusion insert (batch no. A20055) inserted. The case describes the occurrence of abnormal uterine bleeding ('heavy bleeding aub') and uterine leiomyoma ('fibroids'). The subject's medical history included anemia. Concurrent conditions included overweight (bmi 26.7), uterine fibroid, adenomyosis and abnormal uterine bleeding. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2018, the subject experienced abnormal uterine bleeding (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant). The subject was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy with essure removal, cystoscopy). Fallopian tube occlusion insert was removed on (B)(6) 2020. On (B)(6) 2020, the abnormal uterine bleeding and uterine leiomyoma had resolved. The investigator considered uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The investigator considered abnormal uterine bleeding to be related to fallopian tube occlusion insert. The reporter commented: subject was somewhat satisfied with essure, and rated the comfort wearing it as good. Essure was in correct position and was intended removal due to medical reason (medically necessary) without vasoconstrictive agent, complete removal and intact in the left and right side. No follow up 6 months after essure removal is available. Essure removal was not primary reason for surgery but was performed secondary to gynecological surgery, specified as hysterectomy for abnormal uterine bleeding. Subject was lost to follow up from (B)(6) 2021, she did not complete study as confirmed by phone call, as response she gave no more risk of pregnancy after total hysterectomy. As per follow-up of (B)(6) 2021, abnormal uterine bleeding was reported as possibly related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Ultrasound scan - on an unknown date: ultrasound was performed to localize the inserts prior to removal. Lot number: a20055, manufacture date: 2012-06, and expiration date: 2015-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Amendment: the report was amended for the following reason: after internal review, the listedness of abnormal uterine bleeding was amended from unanticipated to anticipated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.